Event description:
It was reported that the brake is difficult to engage/disengage. It was further reported that a user sustained an injury as a result. The user experienced pain, swelling, and bruising, and used a cold compress as well as anti-inflammatory cream to treat the symptoms. Attempts are being made to gather additional details from the user facility.

Manufacturer narrative:
The serial number of the device has been corrected, and additional treatment details have been provided. The device was evaluated, and the investigation is complete. The executive summary and section h codes have been updated to reflect final investigation results.

Event description:
It was reported that the brake is difficult to engage/disengage. It was further reported that a user sustained an injury as a result. The user experienced pain, swelling, and bruising, and was recommended to use a cold compress and anti-inflammatory cream to treat the symptoms. Additionally, the user underwent physiotherapy to treat the injury.